Event description:
It was reported that an asymptomatic patient presented during a follow up in clinic. Patient was asymptomatic. The atrial lead noise caused auto mode switch episodes. No other anomalies were reported. The physician elected to monitor the patient normally without changes.